Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was far field r-wave (ffrw) oversensing and elevated sensing integrity counter (sic). The device was reprogrammed and the right atrial (ra) and right ventricular (rv) leads remain in use. No patient complications have been reported as a result of this event.